Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. A stylet was inserted but could not be passed through the entire length of the lead. Resistance was encountered near the terminal end of the lead. An x-ray of the lead found that the inner coil had become deformed, likely as a result of multiple attempts to extend/retract the helix during the implant procedure. This deformation impeded the full insertion of the stylet during stylet insertion testing. Laboratory analysis concluded the inner coil of this lead became deformed which would have impacted the ability to successfully extend and retract the helix as was reported from the field.

Event description:
It was reported that this right atrial (ra) lead was attempted due to helix issues. Electrical measurements were not as desired, leading to device repositioning, upon repositioning, the helix was unable to extend. A different ra lead was used to successfully complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted due to helix issues. Electrical measurements were not as desired, leading to device repositioning, upon repositioning, the helix was unable to extend. A different ra lead was used to successfully complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. A stylet was inserted but could not be passed through the entire length of the lead. Resistance was encountered near the terminal end of the lead. An x-ray of the lead found that the inner coil had become deformed, likely as a result of multiple attempts to extend/retract the helix during the implant procedure. This deformation impeded the full insertion of the stylet during stylet insertion testing. Laboratory analysis concluded the inner coil of this lead became deformed which would have impacted the ability to successfully extend and retract the helix as was reported from the field.